Manufacturer narrative:
The returned device was evaluated and a tear was observed on the exposed portion of the soft cannula, however, the timing and cause of the damage to the soft cannula could not be determined. During investigation, fluid was observed exiting through the tear. It could not be determined if the damage on the soft cannula affected the delivery of insulin. No abnormalities were observed with the download data that would indicate the device struggled to deliver insulin during the run. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 36 and 48 hours on the arm. Hyperglycemia treated with a new pod.